Event description:
After placement of PICC and routine flushing w/saline and pulsed positive pressure, blood was noticed tracking back down the catheter. This continued and the catheter was therefore removed. No other information provided.